Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. A field service engineer was dispatched on 4/7/2017. The fse replaced the sample loop then ran some samples repeatedly which resulted in sawtooth waves and a retention time of .56. The fse adjusted the flow from 1.03 to 1 and re-ran the same samples and the retention times went up from .56 to .57. The fse replaced the check valves but the sawtooth wave pattern remained. Fse then ran qc (quality control) with results within customer ranges. The fse reported the column count at 2889 and advised the customer to replace it. After replacing the column, the customer ran calibrationa and qc with acceptable results. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was failure of the inlet check valve.

Event description:
On (B)(6) 2017 a customer reported poor peak quality and intermittent high pressure alarms with their g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.